Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed the instrument error log and found no issue. The cse proactively replaced reagent 2 (r2) probe and the sample probe because they were near their cycle counts. The cse cleaned and aligned the probes. The cse aligned and calibrated the heterogeneous module pump (hm) probes mixers and ensured the probes maximum depth was in place. The cse ran a clot diagnostics test, and checked the film height, photometer lamp, vacuum and pressure, the pump panel, tubing, and system check, all resulted satisfactory. The cse ran tni calibrator and patient, resulting satisfactory. The customer then ran quality control (qc), resulting within range. The cause of the discordant, falsely elevated tni results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated troponin (tni) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s) who questioned it. The sample was automatically repeated, resulting the same as the initial. The sample was repeated in duplicate on an alternate instrument, resulting lower. The first of the replicate results was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.